Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The lesion was located in the calcified distal left circumflex (lcx). Following deployment of a taxus express2 2.5x20mm drug eluting stent, the lesion was confirmed with ivus. It was then reported that another MFR's guide wire caused a dissection of the lmt (left main trunk). The express2 monorail coronary stent was being used to treat the dissection. The physician advanced a guide wire into the left anterior descending (lad) artery and another guide wire into the lcx. The express2 monorail coronary stent delivery system was advanced to the lad, however, the physician experienced difficulty positioning the stent. When the physician attempted to retract the stent delivery system back into the guide catheter, the proximal edge of the stent caught the guide catheter's tip and dislodged. The dislodged stent was successfully retrieved with a goose neck snare. The procedure was completed with a different device. Patient status is listed as "stable".